Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by patient registry, approximately 11 months and 13 days post tf tavr with a 26mm sapien 3 ultra valve in the aortic position, the valve was explanted and replaced with a surgical valve for unknown reasons.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical record review findings. After clinical review of medical records, the patient developed late endocarditis of the s3 valve secondary to a gram + bacteria (streptococcus gallolyticus) and the s3 valve was explanted. There was no mention of the source of the endocarditis. However, the patient underwent a complex oral surgery during admission. It is possible that the source of the infection was related to the patient's dental issues. Late endocarditis may occur due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. There was no allegation that an edwards device may have caused or contributed to the endocarditis. Based on the new information received, this event is no longer reportable as the endocarditis was not related to the valve or procedure and a supplemental MDR is being submitted.